Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow keypad button was intermittently unresponsive. The up arrow button felt flat and required hard presses to elicit a response. The other buttons also were difficult to push. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. During testing, the up arrow, down arrow, and contrast buttons were intermittently unresponsive. The keypad cover was removed and there was contamination found under all button contacts. Unrelated to the complaint of keypad response issue, investigation revealed multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.